Manufacturer narrative:
Initial reporter is synthes sales representative the customer reported the device was no longer working. The repair technician reported the contact plate was cracked, the membrane vent was discolored, the nose cone was damaged, the drive shaft tip was damaged, and the circuit board is burnt and had residue. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 11-jun-2020. And will be returned to the customer upon completion of the service and repair process.attached service record router completed. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part number:05.000.008. Synthes lot number: 003369. Supplier lot number: n/a. Release to warehouse date: 28apr2010. Expiration date: n/a. Supplier: triangle manufacturing. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a hand piece for battery powered driver was no longer functioning. It previously functioned properly during surgery but might have became wet during the decontamination process following the procedure. It does not spin or function when the buttons are pushed. There was no patient involvement. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for (B)(4).